Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that she noticed the patient had a stall and recovery message when pump was read today. The patient stated she did not have an MRI. The logs were checked and showed a stall on 02-jan for ~7 minutes. The healthcare provider stated they will monitor the pump for additional stalls.